Manufacturer narrative:
According to the information retrieved from imedidata on december 2,2021: -procedure type was updated to ¿breast reconstruction primary¿ . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a female patient who underwent breast reconstruction primary surgery with mentor glow study gel devices on (B)(6) 2020. Adverse event # 1. Infection, (right side, implant serial number: (B)(4). Doi: (B)(6) 2020, doe: (B)(6) 2020). On (B)(6) 2020, she presented with infection, which required implant removal . The principal investigator assessed this event as severe in severity, serious, possibly related to the device, and related to the procedure. The device was replaced with cat#: 3505004bc, sn#: (B)(4). Adverse event # 2. Infection, (left side, implant serial number: (B)(4). Doi: (B)(6) 2020, doe: (B)(6) 2020. On (B)(6) 2020, she presented with infection, which required implant removal . The principal investigator assessed this event as severe in severity, serious, possibly related to the device, and related to the procedure. The device was replaced with cat#: 3505004bc, sn#: (B)(4). Should more information become available, this note will be updated and case reassessed. This report relates to the left prosthesis.